Event description:
It was reported that at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported leak was not confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, no components were identified which would have likely caused or contributed to the reported failure. Potential causes for fluid inside the device include improper or non-recommended cleaning procedures.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.